Event description:
This pt received a port at another hosp and comes to us for blood tests. During an attempt to draw with no results the shunt was flushed with urokinase. Pt developed pain in the left shoulder area. Pulmonary showed the shunt had torn and a portion had traveled to the right pulmonary artery. Retrieval was performed using a local anesthesia by entering through the right common femoral vein. The pt showed no post procedure complication. Delay of report due to having to contact the other hosp for device info.